Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Following breast surgery using diathermy, the patient developed a muscle twitch in the area of the pocket. Lead damage was suspected, but no imaging was performed. A lead revision is anticipated and the patient was in good condition.